Manufacturer narrative:
It was revealed upon review of medical records that the patient had an episode of peritonitis. There is no documentation that indicates there is a causal relationship between the liberty cycler or any fresenius products and the peritonitis. The pd rn reasonably associated the probable cause of the peritonitis to touch contamination. Additionally there is no allegation against any fresenius products and the event of peritonitis.

Manufacturer narrative:
(B)(4) - the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
Upon receipt of medical records related to another event, an episode of peritonitis on (B)(6) 2016 was discovered. The patient's peritoneal dialysis nurse stated that the peritonitis was caused by touch contamination. The patient was administered the antibiotic vancomycin. The patient was not hospitalized and remained on continuous cycler assisted peritoneal dialysis (ccpd) therapy.